Manufacturer narrative:
The authorized service provider (asp) reported that the darker than expected display issue was found during periodic maintenance of the device. The device was evaluated by the asp and the device issue of the screen being dark was again confirmed. The asp replaced the user interface (ui) assembly to resolve the issue. Following the ui assembly replacement, the asp observed no other abnormalities. The asp then completed a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there the display was darker than expected. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) reported that the darker than expected display issue was found during periodic maintenance of the device. This investigation is ongoing.